Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack. Troubleshooting was performed and found the location of damage was battery compartment. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform the displacement test due to test p-cap not locking properly in the reservoir compartment. The following were noted during visual inspection: missing display window cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, broken battery tube threads, cracked case - corner of belt clip rails, label damage (stained, faded), missing o-ring (reservoir tube), partially broken retainer ring. Cosmetic damage was confirmed at the battery compartment and retainer ring during analysis. Unable to lock test p-cap into the reservoir compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.